Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other devices corrected. Corrected operator code. Evaluation summary: (B)(4): no anomalies found.

Event description:
It was reported that the patient insists that the device sets off the theft alarms in all the stores that he goes into. Consequently the device was removed. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient insists that the device sets off the theft alarms in all the stores that he goes into. Consequently the device was removed. The company's representative followed-up with the patient and patient noted that the alarms are still being set off when exiting stores. The representative was present when this occurred and it was found to be caused by an anti-theft sensor left in the wallet the patient had purchased. No patient complications have been reported as a result of this event.